Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that the wire connected to the unit and spine had broken loose from inside his hip. The implant was about four inches to the right of the hip bone; the device was in the lower abdomen and went to the tailbone. It was noted that the consumer fell all the time because of his equilibrium. The consumer had been given a cane to help. The falls started ever since the consumer found out he had prostate cancer in 1991. It was noted that his sciatic nerve was beyond repair and he had a three inch growth on the spine. The issue with the wire breaking loose occurred during use in (B)(6) 2015. The consumer was to have a CT scan from the heart on down.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that the wire was not broken, it had just pulled away. It was noted that the patient was "waiting for a date," but no date was available. It was further reported that a patient fall had led to the wire breaking loose. The issue was not resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient was still waiting for a call about the broken wire since the surgery group was relocating. The patient said it was irritating on the left side as a result of the broken wire. It was unknown what lead to the broken wire and the issue has not been resolved at this time. Event date: (B)(6) 2015 (month and a half)